Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Customer was able to reload a cartridge successfully.

Manufacturer narrative:
An add'l unk lot number was reported; however, the cause of the event is not due to the cartridge. No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.